Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on the examples provided by the user, escalation analysis indicated that the system was working within expectations. Overall, bg values meet the sg trends well. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information. Further investigation was not required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.